Event description:
The nurse was obtaining a blood sample using the lancet. Following the stick of the pt, the nurse noticed blood on her palm from a small cut. She also noticed that the lancet had not retracted. It is believed that the nurse was cut by the lancet due to the lancet not retracting as designed. The nurse was exposed to the pt's blood.